Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized on (B)(6) 2021 following a CT scan of the abdomen and surgical examination which revealed an acute abdomen. The patient underwent surgery which showed generalized inflammation of the stomach with perforation at the level of the great curvature due to decubitus by the catheter. The resection of the great curvature, removal of the peg-j and consequent suturing of the area was done. The surgical wound is in excellent condition. The patient was treated with sirio 100 / 25mg 2 tablets 5 times a day. On (B)(6) 2021 it was reported that the patient was discharged and for the moment continues oral therapy. Neurological and endoscopic visit scheduled for the end of (B)(6) to re-evaluate a peg-j repositioning. No further information available.